Event description:
It was reported that the patient underwent a procedure for l4-5 posterior lateral fusion with placement of pedicle screw instrumentation at l4 and l5, and autograft, allograft, and rhbmp-2/acs placed in the lateral gutter. Post-op, the patient still had persisting symptoms of low back pain and bilateral lower extremity pain which begun as left-sided but became predominately right ¿sided. At 19 months post-op, the patient presented to a second procedure with diagnosis of grade 1 spondylolisthesis and kyphosis at l4-5 status post l4-5 fusion with complaints of low back pain and radiating bilateral lower extremity pain. Patient underwent a procedure for exploration of fusion, l4-5; removal of previous posterior hardware; l3 to s1 posterior spinal fusion with alphatec spine instrumentation ; osteotomy at l4-5 with correction of spondylolisthesis; l3, l4, l5, s1 revision laminectomy, facetectomy, foraminotomy, and diskectomy; l3-4, l4-5, l5-s1 posterior lumbar interbody fusion with alphatec spine interbody spacers; autograft, formagraft, and rhbmp-2/acs. Post-op the patient continued to complain of persistent right-sided radiculopathy. At 9 months post the revision procedure, CT scan of lumbar spine reveals pseudoarthrosis at l3-4 and l5-s1, and possible incomplete fusion at l4-5 status post l3 to s1 spinal fusion and instrumentation. At 13 months post the revision surgery, x-rays show persistent pseudoarthrosis of the l5-s1 and l3-l4 levels. Notes indicate additional surgery was planned, but no notes of the procedure were provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.